Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported that the down arrow button was not working on the insulin pump and they are unable to rewind the pump. Customer's blood glucose was 290 mg/dl at the time of the incident. Customer was unable to do a bolus. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.